Event description:
The customer reported obtaining non-reproducible results for four patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The customer stated the elevated results were released from the laboratory. All patient samples were repeated by the customer, please refer to the patient data table attached. Patient result generated on (B)(6) 2014 was questioned by the physician. The customer repeated the sample on an alternate access 2 immunoassay system and generated a lower result which was issued as a correction. There was no report of injuries and the customer was unaware of any change or impact to patient care or treatment in connection with this event. The customer did not provide quality control data for evaluation. The quality control of the instrument in association with the results generated on (B)(6) 2014 was not provided. A beckman coulter (bec) field service engineer was onsite to assist the customer on (B)(6) 2014 with failing system check. The fse resolved the issue and the instrument passed system check. The instrument passed accutni+3 calibration on (B)(6) 2014, although it was noted that the customer was calibrating with an expired calibration. The samples were collected in lithium heparin plasma and were centrifuged for five (5) to ten (10) minutes at twenty seven hundreds (2700) rotations per minute (rpm). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument. This MDR is related to the results generated on (B)(6) 2014.

Manufacturer narrative:
Service in association with this issue was dispatched and was on site on (B)(4) 2014. The fse replaced the wash valve motor and wash valve assembly. The fse verified the repairs by completing a passing system check and high sensitivity system check. (B)(4). All associated mdrs: 2122870-2014-00788, 2122870-2014-00789, 2122870-2014-00790.